Event description:
(B)(4). Lateral femoral condyle crack. Fixed with screws during surgery (B)(6) 2014. Patient will mobilise with a hinged knee brace for six weeks.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Medical notes were received and transferred to bioengineering for review. A report was received from bioengineering stating that the complaint is incorrectly attributed to the implants and not the femoral trial ¿ the fracture occurred during impaction of trial. No instruments were returned for analysis so the parts could not be checked. The complaint was reported to be procedure related. No device defects were reported. Notification was received stating the further information with regard to the trial is not available. As no product and lot numbers of the trial were received a complaint database search and manufacturing review could not be conducted. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Medical notes were received and transferred to bioengineering for review. A report was received from bioengineering stating that the complaint is incorrectly attributed to the implants and not the femoral trial ¿ the fracture occurred during impaction of trial. No instruments were returned for analysis so the parts could not be checked. The complaint was reported to be procedure related. No device defects were reported. Notification was received stating the further information with regard to the trial is not available. As no product and lot numbers of the trial were received a complaint database search and manufacturing review could not be conducted. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.